Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a device follow-up approximately six weeks post-implant. Upon review, loss of capture was observed on the rv lead. A revision procedure was scheduled for the patient. No adverse patient effects were reported.